Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 125 ohms in multiple sensing configurations. Testing of the system was unable to reproduce any issues. Boston scientific technical services provided troubleshooting options. The ICD remains in service and no adverse patient effects were reported.